Manufacturer narrative:
Although requested, section a.4 was not provided by the customer. Bsa = 2.04m2 the customer¿s experience with an infusion of etopophos infusing faster than expected was not confirmed. No obvious programming errors were found during the log review. The review of the pcu event log identified a ¿15 minute delayed¿ infusion of etopophos was programmed on (B)(6) 2019 at 9:04:20 am at a rate: 100ml/h with a vtbi of 1000ml. The volume infused was cleared while device was in standby at 9:13:58 pm. The delay was cancelled by user at 9:16:31 pm and infusion was started. The device was selected and pressure limit was changed to 3000mmhg in the options menu at 9:16:54 pm. At 9:17:00 pm the device alarmed for occlusion patient side and was restarted. (B)(6) 2019 3 delays were set on device for a total of 40 minutes (5 mins at 12:28:30 am, 5 mins at 12:32:03 am, and 30 mins at 12:33:24 am). The delay was cancelled by user at 12:34:52 am. The device alarmed for both infusor door opened at 1:03:46 am and check IV set at 1:04:01 am. The device was selected by user 2 times (1:04:02 am and 1:04:57 am), but no further input was entered (operator walkaway). The device was then channeled off by user at 1:05:19 am. Total infusion time (including delays) was 4 hours and 59 seconds with total volume infused 318.791ml. ¿ functional testing performed, consisting of a timed rate accuracy test on the returned pump module s/n (B)(6) found the device in good working condition and delivering fluid within specification. ¿ an external inspection of the source device was performed and 3rd party latch/sear and rear case were observed. ¿ an internal inspection of the source pump module found no irregularities. The root cause of the customer¿s complaint of an over infusion of etopophos was not identified.

Event description:
It was reported that an infusion of etopophos was programmed at a rate of 100ml/hr. Over 10 hours. At 2115, volume infused was cleared on pump and etopophos infusion started at 100ml/hr.. At approximately 2330 on (B)(6) 2019, the rn checked the infusion, the IV bag had approximately 600ml remaining, at 0030, rn rechecked the bag and approximately 200ml was remaining. The pump module was changed out, the infusion continued at the same rate and was completed at 0330. The entire infusion was completed over 6 hours as opposed to the programmed10 hours. Patient was assessed and vital signs remain stable. There was no patient impact.

Manufacturer narrative:
Concomitant medical products: 8100; 8015; (2)spm tubing; (2)pri tubing; (2)8110; therapy date (B)(6) 2019. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that an infusion of etopophos was programmed at a rate of 100 ml/hr over 10 hours. At 2115, volume infused was cleared on pump and etopophos infusion started at 100 ml/hr. At approximately 2330, the rn checked the infusion, the IV bag had approximately 600 ml remaining, at 0030, rn rechecked the bag and approximately 200 ml was remaining. The pump module was changed out, the infusion continued at the same rate and was completed at 0330. The entire infusion was completed over 6 hours as opposed to the programmed 10 hours. Patient was assessed and vital signs remain stable. There was no patient impact.